Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was subjected to and passed all returned product testing. The device was determined to have met specification. No further analysis was completed.

Event description:
This supplemental report is being filed to include product investigation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device system was explanted and replaced due to infection and erosion. No additional adverse patient effects were reported.